Manufacturer narrative:
D 9. Device available for evaluation? And h3. Device evaluated by MFR? ; corrected info; supplemental MDR #2 inadvertently omitted information known prior to submission.

Event description:
Generator received for analysis . Analysis is underway but has not been completed to date.

Event description:
The patients generator was replaced. The explanted device has not been received for analysis to date.

Event description:
Product analysis for the generator was completed and approved. The pulse generator would not interrogate and showed an end of service condition. A battery life calculation resulted in 7.0 (minimum 6.1) years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. An incomplete programming/diagnostic history indicates the estimation does not use all the data required to make an accurate estimation. However, the low battery measurement indicates that a possible latch condition (high current) may have had possibility occurred. The generator circuit board was connected to a power supply and set to 3 volts. The outputs of the generator pcba were connected to 4k ohm load. In an attempt to force a possible latch condition (high current) the power supply was cycled on and off numerous times, before and after the generator pcba was fully programmed. Was unable to force a latch condition. The cause for the depleted battery was not determined.

Manufacturer narrative:
F10 and h6, correction: supplemental MDR 4 inadvertently omitted coding that captured premature depletion of battery.

Event description:
It was reported that patient with a m103 was not able to be interrogated. The nurse attempted with 3 sets of wands and tablets. She tested with a demo generator with those programmers and everything work correctly. It was reported that the patient has not noticed therapy has not been received other than seizure severity. No other surgical procedures between july and now were known to have occurred where electrocautery may have been used. No additional relevant information has been received to date.

Event description:
The generator was easily felt and also clearly visible in the chest. A generator reset was attempted but there was no communication possible. No known surgery has occurred to date.